Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
They reported no communication was confirmed and was due to low battery voltage. The battery was returned to the supplier for analysis and detected no anomaly. The device reached eos 1 month early and the depletion is considered premature. The cause of the depletion was not determined as the device became damaged during analysis.

Event description:
It was reported that the device reached eol in less than 3 years. The device was explanted and replaced.